Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('during this removal the device fragmented (right)') and pelvic pain ('pain') in an adult female patient who had essure (batch no. 796894-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), psychological trauma ("psych injury") and fatigue ("fatigue"). The patient was treated with surgery (laparoscopic bilateral salpingectomy and essure device removal and salpingectomy-bilateral). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage and psychological trauma outcome was unknown and the pelvic pain, genital haemorrhage and fatigue had resolved. The reporter considered device breakage, fatigue, genital haemorrhage, pelvic pain and psychological trauma to be related to essure. The reporter commented: patient received treatment for abnormal bleeding and fatigue trailing coils- right: 4 coils left: 3 coils trailing coils- right: 5, left: 3 (as reported in mr discrepancy noted) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: bilateral blocked fallopian tubes consistent with proper essure placement. Pregnancy test urine - on (B)(6) 2012: negative. Lot number reported 796894 is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-mar-2021: mr received : event "during this removal the device fragmented (right)", reporter, expiration date, lab data added, rcc updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('during this removal the device fragmented (right)') and pelvic pain ('pain') in an adult female patient who had essure (batch no. 796894) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), psychological trauma ("psych injury") and fatigue ("fatigue"). The patient was treated with surgery (laparoscopic bilateral salpingectomy and essure device removal and salpingectomy-bilateral). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage and psychological trauma outcome was unknown and the pelvic pain, genital haemorrhage and fatigue had resolved. The reporter considered device breakage, fatigue, genital haemorrhage, pelvic pain and psychological trauma to be related to essure. The reporter commented: patient received treatment for abnormal bleeding and fatigue trailing coils- right: 4 coils left: 3 coils. Trailing coils- right: 5, left: 3 (as reported in mr discrepancy noted) . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: bilateral blocked fallopian tubes consistent with proper essure placement. Pregnancy test urine - on (B)(6) 2012: negative. Lot number: 796894 manufacturing date: 2010/10 expiration date: 2013/10. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 15-mar-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure (batch no. 796894-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), psychological trauma ("psych injury") and fatigue ("fatigue"). The patient was treated with surgery (salpingectomy-bilateral). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage and fatigue had resolved and the psychological trauma outcome was unknown. The reporter considered fatigue, genital haemorrhage, pelvic pain and psychological trauma to be related to essure. The reporter commented: patient received treatment for abnormal bleeding and fatigue. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2013: confirmation test-yes. Lot number reported 796894 is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure (batch no. 796894) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), psychological trauma ("psych injury") and fatigue ("fatigue"). The patient was treated with surgery (salpingectomy-bilateral). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage and fatigue had resolved and the psychological trauma outcome was unknown. The reporter considered fatigue, genital haemorrhage, pelvic pain and psychological trauma to be related to essure. The reporter commented: patient received treatment for abnormal bleeding and fatigue diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2013: confirmation test-yes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: case is upgraded to serious incident. Event injury was replaced with event pelvic pain female. Events abnormal bleeding, psych injury, fatigue added. Essure removal date added. Essure removal surgery added. Lab test added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.